Manufacturer narrative:
The product was not returned by the customer, so further investigation is not possible. No information was provided that would point to a cause for the result discrepancy.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received erroneous glucose results for one patient tested with three accu-chek inform ii meters, with the serial numbers (B)(4). Testing occurred with two different lot numbers of test strips. The customer questioned whether samples from the patient should be obtained on the same arm from which the patient receives intravenous medication. The customer stated that samples were obtained from the patient below the intravenous line. This medwatch will apply to test strip lot number 475306. Please refer to the medwatch with patient identifier (B)(6) for information related to test strip lot number 474470. All testing on meter serial numbers (B)(4) was performed using the same vial of test strips from lot number 475306. The patient was first tested at 18:09 with meter serial number (B)(4) using strip lot 475306 and the result from this meter was hi (>600 mg/dl). The patient was also tested on the same meter at 18:10 using strip lot 475306 and the result was 182 mg/dl. At 18:20, a sample from the patient was tested using a laboratory method and the glucose result was 150 mg/dl. The patient was treated based on either the 182 mg/dl result or the 150 mg/dl result. The customer did not know which specific result was used for the treatment decision and did not know what treatment the patient received. The patient was tested on (B)(6) 2017 using the laboratory method at 7:29 a.m. And the glucose result was 164 mg/dl. The patient was also tested with meter serial number (B)(4) using strip lot using strip lot 475306 on (B)(6) 2017 at 8:01 a.m. And the result was hi (>600 mg/dl). Testing was repeated on the same meter using strip lot using strip lot 475306 on (B)(6) 2017 at 8:02 a.m. And the result was 200 mg/dl. The customer stated that the patient had been running in the 200s, so the 200 mg/dl result from (B)(6) 2017 was believed to be correct. Treatment was performed based on the 200 mg/dl result. The customer did not know what treatment the patient received. All testing on meter serial number (B)(4) was performed with the same vial of test strips from lot number 474470. A sample from the patient's thumb was tested on (B)(6) 2017 on meter serial number (B)(4) at 10:17 a.m. Using strip lot 474470 and the result was 340 mg/dl. A sample from the patient's index finger was tested on the same meter using strip lot 474470 on (B)(6) 2017 at 10:19 a.m. And the result was 147 mg/dl. The customer believed the result of 147 mg/dl to be correct. The customer did not know if the patient was treated based on the meter results. The patient was not adversely affected. The patient did not have any blood flow issues. The patient had hematocrit values of 8.8 and 26.1 on (B)(6) 2017. No units of measure were provided for the hematocrit values. The meter controls are run daily and must pass in order for the meter to be used. The patient is a type 2 diabetic and has received hourly blood glucose tests since (B)(6) 2017. The customer's product has been requested for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. (B)(4)